Manufacturer narrative:
Visual inspection of the returned product shows a portion of one plate haptic is torn off and missing and the other haptic has two small tears in it. There is a clear surgical residue on the lens. It should be noted that the injector and foam tip plunger and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon was inserting a single piece collamer lens model cc4204bf and the lens tore. The lens was removed and replaced without any pt injury. It was reported that the lens tore due to a loading error.